Event description:
A customer observed negatively biased chol results on proficiency and quality control (qc) fluids. As well as a patient sample on the vitros 950 analyzer. Biased results of this type may lead to inappropriate physician action. No patient results were reported, and there was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: troubleshooting determined that calibration responses and parameters were atypical compared to expected values. Precision tests failed field troubleshooting guidelines. On-site service cleaned the incubator and lamp and performed correction factors, and recalibrated. Post-calibration qc results and precision tests were acceptable. Performing as-required maintenance and recalibration restored the analyzer to expected operation. The root cause of the event was not determined.